Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe needles are not attaching to the insulin pen. The following was received by the initial reporter: verbatim: voicemail: consumer left voicemail reporting that the needles are not working. I returned consumer's call, she stated that the needles will not attach to the insulin pen.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe needles are not attaching to the insuling pen. The following was recieved by the initial reporter: verbatim: voicemail: consumer left voicemail reporting that the needles are not working. I returned consumer's call, she stated that the needles will not attach to the insulin pen.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.